Event description:
Customer reported device =216 mg/dl at 8 am. Customer went to the hosp. Hosp device =132 mg/dl and customer's device =232 mg/dl at the same time. Customer was unable to find the result in their device memory. No treatment was received. No controls used. A request was made for return product and replacement product was sent.